Event description:
Healthcare provider office called to report capsular contraction baker grade iii/IV. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, wear abrasion, yellow biological tissue in the shell, crease fold, cloudy in the gel and deformation device. No other observation observed. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare provider office called to report capsular contraction baker grade iii/IV. Healthcare provider additionally reported ¿lake periprosthetic fluid collection", "a reasonable amount of brown fluid which emerged upon making that incision", "meticulous hemostasis was secured but there was just a diffuse serous ooze."this record is for the right side. The device has been explanted and replaced.

Event description:
Healthcare provider additionally reported ¿lake periprosthetic fluid collection", "a reasonable amount of brown fluid which emerged upon making that incision" , "meticulous hemostasis was secured but there was just a diffuse serous ooze." The device has been explanted and replaced.